Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, a call service alarm issue had occurred 3 or more times. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the black box data and alarm history revealed consecutive call service alarm cs054/cs052/cs012 alarms. There was no activity outside of normal use observed in the black box. During testing, no cs 054/cs052 alarms or any other warnings occurred. The pump performed within specification. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the cgm module. The cs054/cs052/sleep call service alarms issue was shown in the pump history but was not able to be duplicated during investigation.